Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support indicated the occlusion was possibly at the infusion site. The customer indicated that the site would be checked at a later time.